Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -17.0/3.5/92 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens had rotated 6 weeks after implant and the surgeon then performed a lens rotation on (B)(6) 2021 but this did not resolve the problem. Then on (B)(6) 2021 the lens was exchanged with a same length but spherical lens due to fear of rotation; and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).